Event description:
Patient presented in the ER after receiving multiple shocks for noise seen on both the rv and ff channels. Noise was reproduceable with pocket manipulation. Patient states she has fallen multiple times recently. (B)(4) 2014 - additional information was provided informing us this device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The device was implanted for 44 months and 86 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the headerbores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional.